Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: the manufacturing date (15-may-2007) is considered to be a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009, patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac was encountered and resected. The hernia contents were reduced. A ventralex mesh (device 1) was placed in the defect and secured using sutures.¿ on (B)(6) 2010, patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿all the adhesions of abdominal wall were taken down. The incisional hernia defect was noted and the prior patch (device 1) not covering the defect well caused recurrence. A synthetic mesh was placed in the defect and sutured. The mesh was tacked circumferentially using tacks.¿ on (B)(6) 2018, patent underwent repair with implant of ventralex mesh (device 2) (note: there is no operative notes provided for this procedure in ppf and medical records)